Manufacturer narrative:
E1: event country: canada name: (B)(6) based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced adhesive issue on (B)(6) 2026 as infusion set fell off during use after two days. The patient had high blood glucose which was treated with correction injection via multiple daily injection (mdi).